Event description:
It was reported that the pump battery was depleting quickly. The customer continued to use the pump for insulin therapy. In addition, the customer¿s blood glucose was 38mg/dl due to customer delivering too large of a bolus for the amount of carbs consumed. The customer consumed carbohydrates in order to address low bg.

Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.